Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they went to their pain management healthcare provider (hcp), since they were having problems with their back again. Pt said that the ins was not being as effective as it should be and that they had to charge the ins almost every day now as the ins was only lasting a day and a half. Pt said that hcp told them to call patient services (ps) for ins reprogramming. Agent reviewed ps/manufacturing representative (rep)/hcp roles with the pt and redirected pt to hcp. When asked for the event date, pt said that they would say it was within the last four or five months. Pt noted that they have an upcoming appointment with hcp on (B)(6) at 3:45 pm.